Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an ablation procedure in the pulse japan pmr study using the pulseselect catheter, a vagal response was observed during left superior pulmonary vein ablation that presented as sinus bradycardia requiring ventricular pacing. The patientmedical history included renal dysfunction. It was unknown if there were any patient impacts or whether additional medical intervention was required to prevent permanent injury or impairment. It was unknown if there was any patient involvement or complications as a result of the event.